Event description:
Additional information - programming changes were made to address the ventricular oversensing on (B)(6) 2020.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when the patient presented for follow up in clinic, non-sustained right ventricular oversensing was noted on the patient's device. No intervention was made. The patient was stable.